Manufacturer narrative:
(B)(4).

Event description:
Catheter access port (cap) complications were reported. There was difficulty in aspirating fluid through the cap. They were able to aspirate .750ml from the reservoir and not the recommended 1-2ml. Pt experienced an underdose, especially increased pain. It was later reported that due to aspiration issue the dye was not used. The physician had not come across any problems at time of refill including the reservoir volume had been accurate, so the rate of pump was increased. The drug infused via the pump was believed to be morphine 5mg/ml.